Manufacturer narrative:
The failure analysis and testing department received the following part associated with this complaint: pn: 0202-00-0140 sn: (B)(6) this part was received with a reported unit failure message of fails membrane leak tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department could not verify the failure of membrane leak tests. Safety disk passed testing. Retaining the safety disk in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the safety disk. The unit passed all calibration, functional, and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) failed the leak test 3 times. There was no patient involvement.